Event description:
During a routine thrombectomy procedure of an upper arm vectra graft, the sugeon used a balloon catheter followed by an adherent clot catheter. In the post angiography procedure, and apparent separation of the solid middle layer was noted. The affected section of the graft was removed and replaced by an interpositional graft. The patient is doing fine and the original graft is still functioning.